Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's log files captured several odd low voltage advisory alarms and power cable disconnects on (B)(6) 2024 while the patient was connected to their mobile power unit (mpu).

Manufacturer narrative:
D6a: date of implant was inadvertently added in the initial report and is not applicable to this device. Manufacturer's investigation conclusion: the reported event of low voltage hazard alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the submitted controller event log file revealed power cable disconnect and low voltage hazard alarms due to a temporary loss of ac power while connected to the mpu on 21 june 2024. The alarms were resolved when external power was restored. No other notable alarms were active in the log files. The pump maintained a speed within the expected range throughout the log files. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The mpu was not returned for analysis. The serial number of the mobile power unit was not reported with the event. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU). Under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power, power cable disconnect, and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Subsection ¿what not to do: driveline and cables¿ informs the user to check the mobile power unit (mpu) patient cable for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the mobile power unit patient cable¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section explains how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (doc#: arten600200959 revision a) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.